Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an audio anomaly. The customer's blood glucose level was not provided at the time of the incident. The customer stated that the insulin pump would not beep when the insulin pump was alerting them. Troubleshooting was provided, all the audio settings were set correctly but the issue was not resolved. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. The vibrator motor and audio tones or beeps functioned properly.